Event description:
It was reported that during a meniscal repair surgery, after t1 was deployed, t2 fell off spontaneously without manual deploy. No patient injury was reported.

Manufacturer narrative:
The complaint report is: ¿t2 non-deployment¿. The device is used but in good condition. The device shows no obvious damage. T1 was not returned. T2 and balance of suture were returned freed from the needle track. The depth limiter is attached. There is no apparent twisting or bending of the delivery needle. Functional test reveals that the device cycles and advances properly. There are no signs of aggressive use. No mechanical problem was found with the device returned.